Event description:
The pt fell when stepping backwards while loading the trunk of his car, and incurred a fracture at a vertebral body of the thoracic spine.

Manufacturer narrative:
Analysis by another country's manufacturer has shown that this device did not malfunction, and therefore, it is more than likely that the incident was caused by a user error. The c-leg is not designed for stepping backwards without the necessary precaution, and this warning can be found in the user's manual and the pt's info.